Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the customer called in to report that the instrument tip on patient side manipulator (psm) 2 would not close again. The site elected to continue the procedure with psm 3. There was no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no obvious error code was noted. It was confirmed that the site used psm 3 instead of psm 2 and completed the procedure successfully.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse repeatedly tested the instrument tips on patient side manipulator (psm) 2, and the same issue occurred during each test. The fse completed the friction test on axes 4,5,6, and 7. The fse performed a psm calibration test and verified the master tool manipulator (mtm) calibration. The fse noted that all test results were good. The fse swapped psm 2 with psm 3. The fse followed up with the surgeon the following day and was informed that they had no further system issue. The fse advised the site to continue using psm 3 to see if the issue would return. The fse also reviewed the system logs and found no critical errors. The system was tested and verified as ready for use. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.